Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, that at the last position of thermal ablation, blue and purple pixels appeared. The surgeon came off of the laser, but the blue and purple pixels only slightly disappeared. The power was lowered from 100% to 78% but without improvement. The surgeon decided to stop and gre imaging was performed. The surgeon decided that the pixels were most likely caused by cerebral spinal fluid. The laser power was lowered, and the surgeon removed foot from the foot pedal once cold pixels were witnessed. The probe used when this happened. There were no further patient complications reported in relation to this event.